Event description:
It was further reported that target lesion 1 was 10mm long and was identified in the 1st obtuse marginal and was treated with predilatation with stenosis reduced to 0% after stent placement. Target lesion 2 was 6mm long and was identified in the distal circumflex with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and the placement of a taxus express2 8.8% 2.5 x 8mm drug eluting stent, reducing stenosis to 0%. Target lesion 3 was 6mm long and was treated with predilatation with stenosis reduced to 0% after stent placement. Post procedure, and after receiving platelet inhibitor, the pt had some femoral blood loss and required a tranfusion of packed red cells. 145 days after the procedure the pt began to experience shortness of breath on exertion. Stress test (date unknown) was positive for reversible ischemia. Cardiac catheterization at that itme, revealed left main 20% distal stenosis, lad 7)% proximal sjtenosis, 80% mid stenosis, lima to lad patent, cx 80% mid instent stenosis, om1 70% proximal instent restenosis, pl 70% proximal stenosis, svg to lpl patent, rca 80% proximal stenosis. 100% mid stenosis, right dominant anatomy, svg to rpda-rpl patent, lvef 25%, lv aneurysm without thrombus. It was recommended that the pt undergo a pci of the cx and 1st om at a later date due to renal insufficiency. 4 months later, the pt underwent ptca and stenting of the ostial om of cx with a 3.0 x 8mm commercial stent, reducing 85% stenosis to 0%.

Event description:
Clinical study. 145 days after a coronary artery drug eluting stenting procedure the pt experienced a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 80% steosed 1st oblique marginal (1st ob. Marg.). The physician treated the lesion without predilation, and attempting to place a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. It would not cross the lesion. A second 2.50x12mm taxus express2 did cross and was successfully placed in the lesion without complication. Lesion 2 was a 3.0mm, 80% stenosed 2nd oblique marginal (2nd ob. Marg.). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no complications. Lesion 3 was a 2.5mm, 80% stenosed proximal circumflex (prox cx). The physician treated the lesion without predilation, and successfully placing a taxus express2 8.8% 3.00x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 2 days later on plavix and aspirin. 145 days after the procedure, the pt experienced a tvr for proximal edge restenosis of the 1st ob marg. Vessel. The physician successfully placed a guidant vision in the 1st ob marg. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is "probable", and there was restenosis of the taxus stent.